Event description:
The patient experienced ventricular fibrillation (vfib). It was noted that the patient had a history of this arrythmia pre-lvad implant. It was noted that the lvad therapy did not cause or contribute to the arrythmia, and that the device operated as intended. The arrythmia was resolved. The patient status/plan of care was bridge to transplant (btt).

Manufacturer narrative:
A4: patient weight, updated b5: additional information h6: health effect-clinical, health effect-impact and medical device problem codes, updated. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: additional information was communicated that indicated that the event was not related to heartmate 3 lvas, serial number (B)(6). The submitted log files captured no notable events or alarms, and the device appeared to operate as intended at the set speed throughout all the files. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Although no device-related issues were reported, section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient presented to the emergency room (ER) on (B)(6) 2024 due to implantable cardioverter defibrillator (ICD) shock. No left ventricular assist device (lvad) alarms or warnings were reported. The patient was asymptomatic throughout. The patient had a history of amyloidosis, atrial fibrillation (af), and recurrent ventricular tachycardia (vt). The patient had a medical history of atrial fibrillation prior to lvad implant. Log files were sent for analysis. There were no unusual events recorded in the log file event history.